Event description:
It was reported that the patient experienced underdose symptoms. This required hospitalization and medical intervention including medication against the underdose symptoms. Diagnostic testing and troubleshooting included rotor/roller study, x-rays, and the logs were checked. Reportedly, they had emptied the pump reservoir to check if there was a volume discrepancy. Twenty-six milliliters (ml) were aspirated from the pump and the estimated volume according to the physician programmer was 28.1 ml. From the pump view an overinfusion, but the patient was clear with underdose symptoms. It was reported as unknown if the issue was resolved and if the cause was determined. Initially, there was no problem to aspirate the catheter over the sideport. However, after a small amount of liquid, no further aspiration was possible. It was decided to press lopamiro in the catheter which was easily possible. After the flush, nearly a whole catheter volume medication mixed into the cerebrospinal fluid (csf). The patient was not able to move her legs (bupivacain). Reportedly, no action was required. However, a dye study and x-rays were performed. It was reported as unknown as to if the issue was resolved or the cause determined. It was also reported that there were no drugs in the pump. The pump and catheter initially remained implanted and in-service. It was further reported that it was difficult to perform pump telemetry. The telemetry was slower than expected and with several interrupts. It was further provided that after the catheter sideport test they programmed a bolus to bring the medication to the catheter tip. During this bolus, they controlled the pump rotor under fluoroscopy and the movement of the rotor was clearly visible. So it seemed to be no problem of the rotor movement. On (B)(6) 2015, the patient had an ¿mrt¿ scan with noted catheter tip granuloma. On (B)(6) 2015, the patient had a pump replacement and a partial catheter replacement as the spinal segment of the ¿old¿ catheter was still in place. Because of the granuloma, they implanted a new catheter pump and therefore decided to replace the pump in the same procedure to save the patient another surgery in two years as the elective replacement indicator was ¿only¿ 23 months. Medication was mix with the same drugs, but half of the concentration. The patient was currently doing well with good pain relief. This device system delivered morphine, clonidine, and bupivacain. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was further reported that the physician did not know the cause of the inability to aspirate and still undetermined. However, the physician reported as well that it was not possible to aspirate but possible to inject fluid and the MRI showed a granuloma a the tip of the catheter. According to the physician, there was no problem with the telemetry of the pump. In regards to the patient not being able to move her legs after the catheter flush, the medication mix was a local anaesthetics, which was meant to induce a short-term paresis in the legs. The effect of the local anaesthetics was an expected normal effect. The patient symptom regarding her legs/paresis was due to the medication being flushed through the cap. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned and the reservoir had fluid in it and was left running in flex infusion mode. The pump logs were gathered and a motor stall and recovery were noted. This meant that during the pump life there was a motor stall and a motor stall recovery. Dispense testing passed. Destructive analysis was performed with no anomalies found. The pump met specification. A portion of the catheter was returned in two segments. The incomplete catheter, returned in segments had acceptable laboratory testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 8709, lot# unknown, partial explant (B)(6) 2015. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.